Manufacturer narrative:
(B)(4) batch # r5997r. Investigation summary: the analysis found that one plee45a device was returned with no apparent damage and with a gst45b partially fired 1/10 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a general surgery procedure, the stapler cut but did not staple. Case completed with another device of the same product code. There were no patient consequences reported.